Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presents for admit after complete blood count resulted with hemoglobin of 5.9. Admitted for anemia, gastrointestinal bleeding, melanotic stools. Bowel preparation initiated on (B)(6) 2017. The patient was given 3 units of packed red blood cells. On (B)(6) 2017 gi service consulted for enteroscopy and colonoscopy. Bowel preparation successful, enteroscopy and colonoscopy negative for source of bleeding. Vce negative for bowel bleeding or active bleeding. Per gi device, some red in colon likely represents local trauma in setting of colonoscopy on same day. Suspect severe iron deficient anemia as etiology of anemia since no further transfusion needed since admission. On (B)(6) 2017, no melena or bloody stool. On (B)(6) 2017 patient is hemodynamically stable, IV iron transitioned to tid po ferrous sulfate.

Manufacturer narrative:
Patient identifier, date rec¿d by MFR, usage of device: corrected information. Correction: the approximate age of the device was 78 days. Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.